Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient expired. In (B)(6) 2013, a 21 mm watchman laa closure device & delivery system was successfully implanted during a left atrial appendage (laa) closure procedure. There were no recaptures performed during the procedure and a complete seal of the laa was observed. In (B)(6) 2016, it was reported that the patient expired. The cause of the death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient experienced chronic obstructive pulmonary disease (copd). No additional actions or diagnostics were performed. The event was not considered related to the device or to the procedure.